Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device was shredding skin, it was possibly a barbed blade or guard. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4)to zimmer (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 7, 2017 revealed the pretest calibration and test cut could not be performed due to the damage to the comb. The side plates, roller, gear, and comb had visual damage. The 1.5:1 ratio cutter, serial number (B)(4) was inspected by zimmer (B)(4) and found that the cutter did not produce a passing sample graft and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 7, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was shredding skin, it was possibly a barbed blade or guard¿ was non verifiable since during the initial inspection it was noted that the pretest calibration and test cut could not be performed due to the damage to the comb. The reported event was non verifiable since during the initial inspection it was noted that the pretest calibration and test cut could not be performed due to the damage to the comb. During the initial inspection it was noted that the pretest calibration and test cut could not be performed due to the damage to the comb and although the device was repaired by replacing the roller, worn bushings, worn side plates, damaged comb, and gears, a root cause cannot be specifically determined based on the information that was provided. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was shredding skin. It is unknown whether there was any adverse events due to lack of customer response. Investigation showed that the comb was damaged and replaced.